Event description:
It was reported that upon pretesting, the balloon was unable to be deflated and as a result, was not used. A new kit was opened and used without issue. There was a delay however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.